Event description:
During a follow-up visit 24 days after implanting an 8x25 viabahn device for the treatment of occlusion of the sfa, the physician observed on duplex a fibrous appearing clot. A thrombectomy was performed and a bard 'crosser' placed in the tibial region. The viabahn device remains implanted and is functioning.

Manufacturer narrative:
Pt info has been requested; not received at this time. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. Duplex images were returned for review. The returned images did not allow for evaluation in relationship to the event. Conclusion: our investigation into this event was inconclusive as to exact cause(s) for the device occlusion 24 days after implantation.